Event description:
It was observed via home monitoring that the shock impedance is too high. The patient was hospitalized.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023, recorded the rv pacing impedance rising gradually from initial 500 ohms onto 1,400 ohms in the end of the recorded period. The shock impedance was initially recorded at 80 ohms, before in the end of the recorded period the impedance rose abruptly onto >150 ohms. The analysis of the provided iegm episodes gained no further information. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.